Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post deployment, venogram showed patent suprarenal inferior vena cava segment with filling defects noted above the filter extending all the way down into the iliac vein consistent with occlusive thrombus. Complete occlusion of common femoral, profunda femoral, superficial femoral and popliteal veins. Infusion of tpa using angiojet device was performed throughout the inferior vena cava and left lower extremity. Thrombectomy was performed using angiojet device. Around six days later, vena cavogram shows persistent thrombus above the level of the filter. Thrombectomy was performed along the superior aspect of the filter. A repeat venogram shows minimal decrease in thrombus burden above the level of the filter. However, there remained a large amount of thrombus within the filter, likely chronic in nature. Around three months later, an inferior vena cavogram showed the legs of the filter can be seen to be contracted secondary to thrombosis of the cava. Occluded inferior vena cava at and peripheral to the location of the inferior vena cava filter. Around eight months later, patient underwent filter extraction and stent placement in inferior vena cava. Through the right internal jugular vein approach, a sheath was advanced into the inferior vena cava. Contrast was injected and digital subtraction images obtained. Occlusion of the infra renal aspect of the inferior vena cava at the point of the inferior vena cava filter was confirmed. A snare was advanced through the sheath and able to engage the hook of the filter with the snare. The filter was able to be collapsed into the sheath and extracted. Follow-up images showed no extravasation and persistent occlusion of the inferior vena cava. Therefore the investigation is confirmed for occlusion of ivc and material deformation. However, the investigation is inconclusive for perforation of ivc and filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4(expiry date: 12/2019), g2,g3, h6(patient, device, method, conclusion). H11: g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and blood clots. At some time post filter deployment, it was alleged that the filter entirely migrated to heart and struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and blood clots. At some time post filter deployment, it was alleged that the filter entirely migrated to heart and struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.